Event description:
It was reported that stent difficult to deploy requiring additional device. The target lesion was located in the cervical segment of the internal carotid artery. A 10.0-24 carotid wallstent self-expanding was selected for use. During the procedure, the carotid artery stent delivery system was in place. During deployment, it was noted that the distal end of the stent opened in a well-apposed configuration; however, the proximal end of the stent failed to expand. After repeated attempts, the stent was deployed successfully. The patient had mild vasospasm. Another of the same device was used and the procedure was ended as soon as possible. The patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6).